Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Remains implanted.

Event description:
Legal counsel for patient reported patient allegations of instability, knocking sounds, leg weakness, audible noise from the joint, sense of subluxation, and abnormal reaction. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filled to relay a additonal information, which was unknown at the time of the initial medwatch.